Event description:
It was report that a patient had a revision of the right ankle due to pain. The surgeon saw inflammation on the lateral side of the malleolus and exchanged the insert. He also fused the fibula and deviated the calcaneus during the surgery. There were no traces of wear on the explant. Patient was last known to be in stable condition following the event. Devices will not be retuning.

Manufacturer narrative:
Pending evaluation.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the subsequent revision for cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.